Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of clinician holding a sheath which was peeled away to some extend. The investigation is inconclusive for the reported deformation and difficult or delayed separation issues as exact circumstances of the reported event cannot be verified from photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (device, method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a catheter placement procedure using the hemosplit hemodialysis catheter. During insertion, the peel-away sheath was observed to be damaged. It was further reported that there was bending or kinking of the sheath, along with difficulty and delay in detachment or separation of the device. There was no reported patient injury.

Event description:
A patient underwent a catheter placement procedure using the hemosplit hemodialysis catheter. During insertion, the peel away sheath was found to be damaged. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.